Event description:
It was reported that during use with an unspecified amount of bd 25g 1in safetyglide needle vaccine was unable to be delivered as the needle was blocked. There was no adverse affect to patient/s. The following information was provided by the initial reporter: it appears that not all the needles had the blockage. Several of the staff members had this issue with infants and older children. There was no visible blockage noted. No injuries were reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-aug-2023. H6: investigation summary: three hundred seventy-five sample were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-eight samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that during use with an unspecified amount of bd 25g 1in safetyglide needle vaccine was unable to be delivered as the needle was blocked. There was no adverse affect to patient/s. The following information was provided by the initial reporter: it appears that not all the needles had the blockage. Several of the staff members had this issue with infants and older children. There was no visible blockage noted. No injuries were reported.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.